Event description:
It was reported that customer experienced high and low blood glucose and insulin pump alarmed no delivery. Customer stated she went to bed with blood glucose of 304 mg/dl and while sleeping her blood glucose dropped to 22 mg/dl. Customer treated with food and glucose tablets. Customer's blood glucose was 187 mg/dl. The troubleshooting for low and high blood glucose was not completed due to unable to perform displacement test, customer did not have tubing clamps and customer was unsure about programming information. Customer took bolus of when her blood glucose was 409 mg/dl and another when her blood glucose was 370 mg/dl. Customer reported no delivery and was resolved by a complete set changed. The customer was advised to speak with healthcare provider regarding low blood glucose and to monitor the insulin pump and call back if issues persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.